Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of bd vacutainer® sst¿ ii advance plus blood collection tubes was still on the tube after the tube shield had been removed. The instrument needle probe broke. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect causing decapping issue with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect causing decapping with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and molding defect was observed. The likely root cause of this type of defect is insufficient rubber injected into the mold, leading to an incompletely formed final stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper of bd vacutainer® sst¿ ii advance plus blood collection tubes was still on the tube after the tube shield had been removed. The instrument needle probe broke. No report of injury or medical intervention.

Event description:
It was reported that the stopper of bd vacutainer® sst¿ ii advance plus blood collection tubes was still on the tube after the tube shield had been removed. The instrument needle probe broke. No report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture.